Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure in the common bile duct on (B)(6), 2019. According to the complainant, during the procedure, when the physician attempted to release the stent, it was noticed that the guide catheter was broken. The broken piece of the guide catheter was retrieved using forceps. The procedure was stopped due to this event and has been rescheduled to another date. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Initial reporter address: (B)(6). Problem code 1069 captures for the reportable event of guide catheter broke. The device was received and analysis is completed. A visual evaluation of the returned device found that the stent was bent in several locations. The push catheter was kinked approximately at 2.3cm from distal end. The guide catheter was detached from the delivery system and it was kinked in several locations, proximal end of the guide catheter was tapered indicating it was properly attached to the pull wire. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Patient anatomy and customer maneuvering during the use of the device can lead to kink/bend the catheters and stent. Once the catheters/stent are kinked/bent, this condition can cause resistance at the moment to retract the pull wire/guide catheter, continued attempts to retract the pull wire/guide catheter in order to release the stent or force applied to retract pull wire/guide catheter can result in guide catheter detachment due to friction between the components (catheters/stent) at kinked areas, it is important to proximal end of the guide catheter was tapered indicating it was properly attached to the pull wire. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the device history record (DHR) was performed, no anomalies were noted found.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a biliary stent placement procedure in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to release the stent, it was noticed that the guide catheter was broken. The broken piece of the guide catheter was retrieved using forceps. The procedure was stopped due to this event and has been rescheduled to another date. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.